Manufacturer narrative:
As no product was returned, further investigation was not possible. The investigation did not identify a product problem.

Event description:
There was an allegation of questionable glucose results from accu-chek inform ii meters. At 8:10 am, the result from mete serial number (B)(6) was 571 mg/dl. At 8:11 am, the result from meter serial number (B)(6) was 172 mg/dl. At 8:13 am, the result from mete serial number (B)(6) was 180 mg/dl. The result of 180 mg/dl was believed correct.

Manufacturer narrative:
Quality controls were performed on both meters and passed. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation is ongoing.